Manufacturer narrative:
The explanted lead was not to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days post-implant, the patient implanted with this right atrial (ra) lead experienced symptoms of a perforation. Pericardial fluid was observed, with increased pacing threshold measurements and decreased p-wave measurements. An echocardiogram and CT scan did not reveal a perforation. The lead was to be repositioned due to the poor lead measurements. The following day, this lead was explanted and replaced with a passive fixation lead. Contrast radiography of the right atrium was performed before revising the lead, but there was no finding of perforation. The physician suspected a perforation had occurred but that the bleeding had stopped before the revision was undertaken. No additional adverse patient effects were reported.